Event description:
This rv lead was implanted on (B)(6) 2016 and still remains implanted at this time. It was noted on (B)(6) 2017 that the patient's rv lead was paced at 87 % which had caused pacemaker mediated tachycardia . The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).